Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and then injected to the cheek and labial commissures with juvéderm® volbella¿ with lidocaine. After injection patient used an illegible post treatment therapy. Two months later patient developed induration in the injection sites. A few days later patient developed heat at the labial commissures. Patient was prescribed dacortin and orbenin. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of induration and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of induration and heat as follows: precautions for use "no clinical data is available regarding the efficiency and tolerance of juvéderm volbella with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and then injected to the cheek and labial commissures with juvéderm volbella with lidocaine. After injection patient used an illegible post treatment therapy. Two months later patient developed induration in the injection sites. A few days later patient developed heat at the labial commissures. Patient was prescribed dacortin and orbenin. Symptoms are ongoing.